Event description:
It was reported that the pace lead impedance of this right ventricular (rv) lead was greater than 3000 ohms, which was out-of-range. This resulted in a lead safety switch (lss) from bipolar to unipolar configuration. The boston scientific field clinical representative reprogrammed the implanted pacemaker to unipolar pace and bipolar sensing because this patient was not rv pacing dependent. It was noted that this patient will be further monitored by clinic. No adverse patient effects were reported. Currently, this lead remains in service.